Manufacturer narrative:
The intraocular lenses (iol) were not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial numbers are unknown the manufacturing records evaluation cannot be performed. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a surgeon that his colleagues have had issues with intraocular lenses (iol), model pcb00, where the haptic(s) were stuck to the optic after insertion into the eye. No further information was provided.